Manufacturer narrative:
An olympus staff followed up the user facility to obtain additional information and was informed that as a result of microbiological testing by the user facility after additional disinfection, the testing indicated no microbial growth for the subject device. The user facility decided to continue the use of the subject device. Therefore, the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the instrument channel of the subject device tested positive for pseudomonas aeruginosa. The numbers of the bacteria was not informed. The subject device had been disinfected with non-olympus automated endoscope reprocessor (endoclens). The user facility used unspecified brush for pre-cleaning of the instrument channel, the suction channel and the instrument channel outlet of the subject device. There was no report of infection associated with this report.